Event description:
As reported, a 5f valved PICC device had been in place problem-free, in the pt's upper arm since (B)(6) 2011. While flushing one lumen on (B)(6) 2011, saline and blood began backing up. The PICC was removed and a tear on the catheter shaft distal to the suture wing was observed. The PICC was replaced with another device. It was stated that the pt had multiple CT scans, however, contrast media was not used. The injection pressures are unk. The pt's condition was unaffected by this event. The used device was discarded by the hosp.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(4) 2011 navilyst venous access complaint report was reviewed for the product family of xcela pasv PICC and the failure mode "hole in catheter." No adverse trends were identified. The customer's complaint cannot be confirmed. A possible root cause for the hole in the catheter distal to the suture wing is that the catheter became occluded, causing the catheter to become over pressurized during injection. However, without receiving a sample for eval, we cannot definitively determine a root cause for this complaint. The directions for use packaged with this device includes the following directions and precautions: "do not use clamps or other instruments with teeth or sharp edges on the catheter or other instruments to advance or position catheter as catheter damage may occur. Avoid blood pressure measurement or the application of a tourniquet to an arm with an implanted device, since occlusion or other damage to the device may occur. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique." "Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis." Mfg process controls in place for this device include 100% leak testing, 100% visual inspection for molding defects, and a guidewire insertion test to verify lumen patency. (B)(4).